Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time.

Event description:
It was reported that the stickers of the intermittent catheter were not central. The stickers were off to one side. It was also stated that the holes in the case were not fully punched through . Therefore the intermittent catheters were very fiddly to use. As per follow-up information received on (B)(6)2022, it was stated that the holes refers to the drainage eyelets. As per follow-up information received on (B)(6)2022, stated that the quality had deteriorated over the many years the customer had been using these catheter. It was stated that the holes were not fully cut through so the customer had to pull away before being able to open. The customer had issue with the way they were packaged into the box where the stickers are fastening onto each other (pcn 73614 and pcn z634).the stickers were moving up towards the holes and/ or to the side making it difficult to hang for easy removal (pcn 73614 and pcn z634). The force and unevenness being put into the box caused the stems to be bent and distorted, so much it gave discomfort to use, and the customer had to throw them away after causing bleeding from their bladder (pcn 73614 and pcn z634). This had been happening for both the 14 size and 16 size catheters. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to " operator error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the stickers of the intermittent catheter were not central. The stickers were off to one side. It was also stated that the holes in the case were not fully punched through . Therefore the intermittent catheters were very fiddly to use. As per follow-up information received on 22jun2022, it was stated that the holes refers to the drainage eyelets. As per follow-up information received on 28jul2022, stated that the quality had deteriorated over the many years the customer had been using these catheter. It was stated that the holes were not fully cut through so the customer had to pull away before being able to open. The customer had issue with the way they were packaged into the box where the stickers are fastening onto each other (pcn 73614 and pcn z634).the stickers were moving up towards the holes and/ or to the side making it difficult to hang for easy removal (pcn 73614 and pcn z634). The force and unevenness being put into the box caused the stems to be bent and distorted, so much it gave discomfort to use, and the customer had to throw them away after causing bleeding from their bladder (pcn 73614 and pcn z634). This had been happening for both the 14 size and 16 size catheters. No medical intervention was reported.